Manufacturer narrative:
Device alarmed motor error during rewinding due to loose/protruded drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was 221 mg/dl. Customer also stated that drive support cap was normal. The customer was assisted with troubleshooting for multiple pump error. Device will return for analysis.